Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger/modem was near a window during a rainstorm and got wet. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) is ongoing. The reported problem (charger near window and got wet) has been confirmed. Upon initial inspection, the charger/modem displayed charging battery when there is no battery in the charger. The root cause of the defective charger/modem is still under investigation. Will follow up with a supplemental report once root cause has been identified. No adverse event resulted from the defective charger/modem. The pt received a replacement charger/modem.